Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. The consumer reported a loss or change of therapy due to a urinary tract infection (uti). The patient had ¿bladder problems, which was a uti,¿ so she took medication for it. The patient was reportedly now having another uti, however the healthcare provider did not think it was a uti but it had the symptoms of one. The patient changed from program 2 at maximum amplitude to program 3. The patient was going to monitor symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the program was readjusted. Outcome remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.